Manufacturer narrative:
The customer reported that while a pt was connected to a wired ivpm, the central station had no spo2 data. The available info from the hospital clinician is that users neglected to monitor this pt for spo2 and that this user error led to delay in response. Philips is continuing to investigate this incident.

Event description:
The customer reported that while a pt was connected to a wired ivpm, the central station had no spo2 data.